Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as customer was not using pump for insulin therapy at the time of the issue. Reportedly, the customer is using manual injections for insulin therapy.